Event description:
During g3 surgery, the surgeon placed the u-lag screw into the pt bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. When the inserter assembled with the connecter, the connecter stopped with no further progress. The u-blade stopped short of the final position. Therefore, the surgeon inserted the u-blade pushing the connecter and the procedure was completed. After surgery, when the inserter was confirmed, one spring pin was broken.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.